Manufacturer narrative:
Inpen received with leadscrew 1/4 of travel. Extremely difficult to retract leadscrew. The inpen screw retracts into inpen when dialing and does not advance when dose button is pressed. Inpen leadscrew retracts due to broken bond at the injection nut. Unable to perform functional testing due to leadscrew anomaly. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app.. The injection button was removed and dust / debris under the dose button or dose knob noted. Inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. Small amount of sand like material was noted on electronics. A battery test was performed and battery measure at 3.0 volts. Inpen was cut open and encoder channels tested the voltage of encoder channels. Channels measured 3.0 volts. No electronic anomalies were noted. Further deconstructive inspection evidence did not find the encoder pattern wheel tabs rotating and pattern wheel is traveling on the keyed slots of dose nut guides. However, traces of fluid intrusion was noted on the encoder pattern wheel tabs. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Broken injection bond can affect insulin delivery. Broken bonds can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or inpen not paring. Therefore, the customer complaint of inpen not delivering insulin was confirmed due to leadscrew anomaly.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the emergency medical services were called at home. Customer's blood glucose was 200 mg/dl and the current blood glucose was 186 mg/dl. Customer stated that they experienced high blood glucose and low blood glucose. Customer was not getting insulin. Customer treated high blood glucose with manual injection. Customer did not stated any symptoms related to high blood glucose. Customer stated that the in-pen had lead screw movement issue and the insulin was not dispensing correctly. No further patient complications were reported. Troubleshooting was performed. The device will be returned for the analysis.